Event description:
An (B) (6) male pt contacted lifecor customer support to report that one of his battery packs was on the battery charger overnight and only had two bars when placed in the monitor. A lifecor territory manager visited the pt and replaced the battery charger.

Manufacturer narrative:
Device eval summary: device eval of battery charger (B) (4) has been completed. The reported problem was confirmed. The cause of the charger not charging the battery packs was corroded battery contact terminals in the battery connector. The corrosion prevented proper contact with the battery pack connector contacts. The corrosion also caused u13 to blow within the charger. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. The battery charger was scraped. No adverse event resulted from the damaged charger. The pt received replacement charger.